Event description:
A hosp reported to our distributor that while the leak test was being done on rt236 infant breathing circuit, an air leakage was detected on the y piece part. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. Results: no results to date. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: no conclusion can be provided at this time.